Event description:
It was reported that the patient presented in clinic for a routine follow-up and the ventricular lead exhibited noise. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.